Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email low battery alert on the insulin pump. Customer advised the battery does not last a week, alarms occurs and the insulin pump shuts off at random.